Manufacturer narrative:
Na.

Event description:
The customer's caregiver stated that while using the customer's coaguchek xs meter ( serial number (B)(4)) a result of 6.0 inr was obtained at 9:07 am while a laboratory result from 11:00 am was reported to be 4.5 inr. The laboratory uses the dade innovin reagent. The coumadin was withheld because the meter result was different from the laboratory result. The customer's therapeutic range is 2.2-2.5 inr. It was reported that the customer does not have any antiphospholipid antibodies. She is not on heparin or any direct thrombin inhibitors. There have been no recent diet changes. She recently has had pneumonia and has been on antibiotics. She is also taking an antibiotic for an infection in the perineal area. The customer is feeling fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. It was not possible to investigate this issue because the customer material was not returned and the used lot- number of the test strips is unknown. The current master lot meets the specification of the coaguchek test strips. The complaint has not been substantiated. The customer did not return the product.